Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with corroded battery tube, cracked keypad overlay, label damage, cracked case (battery tube), and cracked case-corner of belt clip rails. Device received with unresponsive buttons due to corroded keypad connector and corroded electronic assemblies. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that buttons were not working. Arrow keys were not working. Customer was unable to access menu screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.